Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. Product labeling, material and process controls were within specification.

Manufacturer narrative:
The post market surveillance department requested the patient's medical records but they have not yet been received. A supplemental medwatch report will be submitted upon completion of the device manufacturer's investigation.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support regarding patient line blocked warnings. During the call, it was stated that the patient was taking antibiotics for peritonitis. Upon follow-up with the patient's pd nurse, she confirmed that the patient was diagnosed with touch contamination peritonitis as a result of not adhering to aseptic technique procedures and was receiving antibiotics. The patient remained with the ccpd program. Patient medical records requested.